Event description:
A customer reported a dull knife was experienced during surgery. A second knife was used to complete the incision. There was no pt harm reported.

Manufacturer narrative:
The investigation is in progress. Samples have been received and in-house testing is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).